Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the consumer via the manufacturer representative (rep) regarding a patient with an implantable neurost imulator (ins). It was reported that the patient was complaining of headaches, which was pre-existing, and implant not working. He has put the therapy on the highest and it still will not work and was getting no symptom relief. He has missed two appointments with the clinic and rep to have the implant checked and was not hearing back from the doctor for another appointment. The missed appointments were out of his control as he lives far away from clinic. As for contributing factors, the patient did not report any changes and there was normal use. The patient has tried to up the therapy, but the issue was not resolved. All external equipment was working. The patient has been advised to seek medical attention in regard to his implant.